Event description:
Customer called to report a blood leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak alarm at start of cycle 1. Customer stated she checked the centrifuge but did not see any fluid leaked in the centrifuge; however, customer did find fluid leaking from the neck of the bowl. Cts asked customer if there were any clots or occlusions observed in any part of the kit, customer stated she did not observe any clots or occlusions when she removed the kit. Treatment was stopped and blood was not returned to the patient. Product will not be returned for investigation.

Manufacturer narrative:
Batch record review of lot a703 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for centrifuge bowl leak was reported to date for this lot. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint can not be determined based solely on the information provided by the customer. (B)(4).